Manufacturer narrative:
(B)(4) suspected positive biological indicator.

Manufacturer narrative:
Concomitant medical devices: sterrad 100s sn: (B)(4) sterilizer cassette lot# 09i015. Asp investigation summary: the investigation included a review of the device history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and found the lot 29391z to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The complaint history for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review of the sterrad 100s sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. There was no sample returned for investigation. Based on the information available, the suspected positive bi is due to user error. There were no problems found with the retain samples from the reported lot. It is unlikely that the positive bi result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer.

Event description:
The customer alleged an event of suspected positive biological indicator (bi). The cyclesure bi was in a 20 ml syringe with a folded chemical indicator (ci) strip causing cramped conditions. The customer indicated that this may cause the positive reaction since this is not the recommended use to obtain an accurate cyclesure result. There were no injuries reported from the unrecalled load.